Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the loosely folded balloon. Running distally from the proximal waist to just 6mm distal from the tip, there was a longitudinal tear to the balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.50mm x 15mm fg maverick balloon catheter was advanced but failed to cross the lesion. However, during inflation at nominal atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.50mm x 15mm fg maverick balloon catheter was advanced but failed to cross the lesion. However, during inflation at nominal atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.